Event description:
A customer complained that when customer used excel off brand reagent in their glucometer elite system customer could not consistently get the meter to count down and when it did test results were very erratic. Examples would be readings in the 150 mg/dl range and then other times in the 70 mg/dl range. While on the phone an evaluation of the system was conducted. Electronic checks were satisfactory. The customer was told that bayer does not provide or support the use of an off brand reagent. Additional supplies including replacement reagent was provided to the customer with instructions to call the co's 24/7 customer service if any additional problems were encountered. The complaint is considered closed for purposes of MDR.